Event description:
It was reported that the patient was seen in the emergency room (ER) yesterday for power disconnect alarms. Patient was sent home in stable condition. The patient's partner said that on (B)(6) 2022 the patient began to feel unwell, went to bed and was later found unresponsive. The patient was airlifted to the hospital and found to be asystolic and the patient passed away. The pump was functioning as intended with no observed alarms. The system controller, batteries, and battery clips will be returned. The pump is subject to return following discussion of autopsy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of death was arrhythmia. The cause of the low flow alarms was possibly related to arrhythmia.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported arrhythmia, cardiac arrest, and subsequent patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Hmii lvas, serial number (B)(6) was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings: review of the retrieved system controller log file revealed multiple low flow events captured on (B)(6) 2022, which can be attributed to the patient's arrhythmia and ultimate death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump speed and flow. Section 4 of the IFU, ¿system monitor¿, states that when the pump¿s speed drops 200 rpm or more below the low speed limit, low speed advisory and low speed operation alarms are activated. In reference to flow, section 4 describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide information on how to clean and care for the driveline. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.